Event description:
It was reported that the unit would not heat up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2017 and this was not reported as an out of box failure. The results of investigation do not implicate a service process. The device was received for evaluation, in like new condition and was manufactured in 2017. The device passed the safety/electrical test and then was setup to run the temp check. The device would not heat up which confirmed the customer's complaint. The root cause of the reported issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced the heater and device functioned as intended.